Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 209 mg/dl. The customer stated that she dropped the device which could have led to the alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump was received with prime alarm during basic occlusion test and unable to prime at during prime test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.